Event description:
Event description guidant received information that during the implant procedure, this ventricular lead required several reposition attempts. One week later, the patient presented to the follow-up visit with a lower than expected heart rate. Evaluation of the lead noted high thresholds with decreasing impedance measurements. A microdislodgement was suspected and the lead was successfully repositioned. The lead's helix could not retract with the fixation tool and the entire lead body had to be turned in order to remove the lead. The lead was then discarded and a new lead implanted. Two weeks later, the entire pacing system was removed due to an infection. During this procedure, the lead's helix could not retract and the entire lead body had to be turned in order to remove the lead. The lead was removed from the patient and discarded.